Event description:
Event description cpi received information indicating this patient received an inappropriate shock from his implantable cardioverter defibrillator (ICD). Non-invasive testing was not able to identify the source of the issue.